Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited fracture, high and sudden impedance increase and no pacing. The rv was explanted and replaced. No patient complications have been reported as a result of this event.